Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was confirmed. Evaluation of the returned product/photographs provided confirmed foreign debris is present inside the sterile packaging, and the sterile packaging remains sealed. A complaint history review was conducted for part # (51-104110). The search identified 12 other complaint(s) for this device for the same or similar issue, within one (1) year prior to the notification and thereafter. The search identified no other additional complaint(s) for the same lot (6800595). The likely condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event is the operator not following the work instructions provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that debris was identified in the sterile packaging while investigating items in stock. No patients were involved. Attempts have been made and additional information on the reported event is unavailable at this time.